Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Patient reported for right side "awful pains¿ in chest", "leak and rupture discovered by ultrasound and MRI", "lot of stress, had to see a therapist", "periprosthetic effusion blade". Patient also reported "not being able to sleep" which is not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports feeling worried and is considering explant surgery due to recent information regarding the device. Patient also reports chest pains and rupture of the device. Device remains implanted. This record relates to the right side.